Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) accessory did not show pressure readings or pressure waveform. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.